Event description:
Was able to calibrate & zero scales but would not weigh pt. Biomed engineering inspected the scale, tested operation, could not duplicate the problem. The scale was sent to the MFR & found no fault with unit's operation. The scale was returned to the hosp.